Event description:
It was reported by repair work order that the trolley was getting stuck in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.